Event description:
Procedure type: lap gastric bypass. According to the rptr: an eea25 with 4.8mm staples instrument was used for the procedure instead of an eea2535 with 3.5mm staples. The pt bled and coded post-operatively and was sent back to the or where they had to open him up and sew the gastro jejunostomy. They were able to stop the bleeding and the pt is currently doing well.